Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a "flicking sensation over heart", and subsequently went to the emergency department. Upon interrogation, the physician suspected phrenic nerve stim, indicating that the 'lead was too close to a nerve'. The lead was reprogrammed. The patient called in the following day reporting chest pain and discomfort. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.